Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient information not crossing over to pyxis server correctly. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information not crossing over to system. A technical support specialist (tss) dialed into the server and logged into pes to verify the patient profile. The profile appeared as admitted but was listed under "system" rather than "adt," unlike other patients. Message history confirmed receipt of preadmit, register, update, and outpatient-to-inpatient transitions. Verified that the station was communicating with the server, with current timestamps for last download, upload, and heartbeat. Dialed into the station and confirmed no critical override or disconnected mode icons were present. The patient was searchable from the "all available patient" list on the station. The customer was advised to verify on the station and contact the meditech team to resend an a01 admit message if the patient still did not appear. No further response was received from the customer. The system functioned as intended after the technical support specialist verified the device.